Event description:
The es6 saw was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The es6 saw was returned to stryker instruments for service, and during functional evaluation, a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer service technician determined that the printed circuit board potted trigger failed, which caused the bias current error warning. The technician replaced the potted trigger assembly and the drive train assembly and the device was returned to the customer.